Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: osteoporosis procedure: bone biopsy level: l3 it was reported that during surgery, the tip of the device broke while performing bone biopsy. The tip remained on the right side of the vertebral body. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.